Event description:
During a remote follow up, noise, oversensing of myopotentials, and inappropriate automatic mode switch were observed on the right atrial (ra) lead. Ra led damage was suspected but this was not confirmed. Technical support was contacted and recommended reprogramming the device. No intervention has been performed. The patient was stable.

Event description:
Additional information was received that the device was reprogrammed to resolve this event.